Manufacturer narrative:
Image review: three static images were provided for review. Fluoroscopic valve load inspection was performed, and the overlap appears to reach just prior to node 4, which would be considered a good load. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. It was reported that the infold occurred after one recapture and during the second deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. The patient¿s executive summary was not provided for anatomical review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012281969); product type: 0195-heart valve. Product ID l-evolutfx-2329 (lot: unknown); product type: 0195-heart valve; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded by an experienced loader. No infolding was noted under fluoroscopic loading check. The first deployment attempt was performed without any problems, however the valve was recaptured for a better position. During the second deployment attempt, infolding was observed. The valve and delivery catheter system (dcs) were replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon analysis of the concomitant device, the delivery catheter system (dcs) capsule was retracted via rotation of the deployment knob, and the valve deployed with an infold. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay occurred as the team needed to load a new valve for the procedure.

Manufacturer narrative:
Updated fields: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was returned and loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in a clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state and the inflow aspect exhibited a reniform appearance. All leaflets exhibited signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration. The leaflets were stiff yet slightly flexible. As received, all leaflets appeared partially closed. A large gap was observed between the free margins. All commissures appeared intact. The valve was submerged in body-temp (approximately 37 celsius) saline. The frame expanded but didn¿t expand to full dilation. Also, a bent strut on the outflow crown was detected. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Conclusion: the device history record and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.